Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2015. The cause of death is unknown. The caller stated that the customer had been sleeping more and was tired. The customer became ill six months prior to passing. The customer had parkinson's disease, copd, and heart disease. The customer also had a bladder infection, approximately a month prior to passing; about (B)(6) 2015. The customer's blood glucose, at the time of death, was 276 mg/dl. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. At this time, the caller will not be returning the insulin pump for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.